Event description:
Pain- vaginal [vulvovaginal pain] . They fell apart- tampon [device breakage] . Case narrative: consumer reported via e-mail that the tampons fell apart. No serious injury reported.

Manufacturer narrative:
There is insufficient information to perform an investigation.